Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery alarm or short battery life, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and this was the second occurrence of receiving alarm in less than 8hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The unit p-cap / test reservoir locked in place properly. The pump passed the self test and active current measurement test. The pump failed the sleep current measurement test due to moisture damage on battery tube assembly. The pump was monitored and no unexpected power loss noted during testing. Successfully downloaded history files and traces using thump software. Unable to generate power management graph. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and battery tube assembly noted. ¿ the following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay and cracked case (battery tube). In summary, customer alleged battery power loss confirmed. Exposed to moisture confirmed. Charge/battery lasts less than expected confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.